Event description:
An implant card was received from a hosp which reported that a pt underwent surgery to replace the vns therapy pulse generator and lead. The implant card indicated that the reason for replacement was lead discontinuity. Further follow-up with the physician indicated that high lead impedance was noted on diagnostic tests prior to replacing the vns therapy system. The high lead impedance resolved with a new vns therapy system. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.